Manufacturer narrative:
Continuation of d10: product ID sfr-4-20 (B)(4); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a solitaire stent encountered resistance during delivery in the middle section of the rebar 18 micr ocatheter.  The patient was undergoing surgery for treatment of an ischemic stroke of the middle cerebral artery m1 segment. The mrs baseline was 4 and improved to 3. The nihss score was 17 at baseline and improved to 4 post procedure. The tici score was 0 at baseline and 4 post procedure. IV tpa was not contraindicated. There was 1 pass with the device. It was noted the patient's vessel tortuosity was normal. Stroke onset to reperfusion time was 8 hours.  It was reported that the physician was performing an acute cerebral infarction thrombectomy operation in the right middle cerebral artery m1 segment. An intracranial thrombectomy stent (sfr-4-20) and the microcatheter was selected (rebar18). The surgeon planned the swim technology for vascular opening. When entering the microcatheter, the proximal end of the microcatheter felt obvious resistance, and the stent could not be delivered to the distal end of the microcatheter. The surgeon considered the stent the problem. The stent was replaced with the stent sfr4-4-40-10 . After reaching the lesion location and deploying, the thrombectomy was successful. The patient had no abnormalities and the operation ended smoothly. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the cause of the resistance was not determined. The operator considered it to be a product problem. A continuous saline flush was administered and maintained as indicated in the IFU.